Manufacturer narrative:
Initial facility reporter name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that removal difficulty occurred. Vascular access was obtained via upper arm approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 10 x 60 x 120 epic vascular stent was advanced for treatment. After treating the distal part with the 0.014 system, it was replaced with a 0.035 non-bsc guidewire. Upon removal of the stent delivery system after stent implantation, the guidewire and epic system was stuck. The entire system was replaced and a new guidewire was then re-inserted. The stent was post dilated with a balloon to complete the procedure. There was no problem with the patient, and there was no health damage to the patient.